Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported having headaches and abdominal pain. Pt stated her blood glucose level is 261 mg/dl. Pt¿s normal blood glucose range is 98-140 mg/dl. Pt reported, she has never had any concerns with a bent infusion set cannula. Pt stated, she noticed leaking at the infusion site. Pt reported when she goes to the restroom, she checks the infusion site and the adhesive was wet with insulin. Pt stated, she is inserting the infusion set with the insertion assist plus device. Pt reported, the infusion set was in use for a few days. Advised pt to speak to her doctor about her concerns with the headache. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.